Manufacturer narrative:
Philips has investigated this complaint. The system was in clinical use at the time of the reported event and the procedure was completed using the same wired footswitch as the issue was intermittent. A philips field service engineer (fse) inspected the system on-site and identified an intermittent connection issue with the wired footswitch. The fse adjusted the cable, which restored the functionality. Nonetheless, as a precautionary measure, the fse replaced the wired footswitch. The system was returned to use in good working order and ready for clinical use. The wired footswitch was returned for further analysis. Functional testing was performed, and no failure was observed. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was intermittent, and the procedure could be completed without problems on the same system. An intermittent issue with the wired footswitch that does not affect system functionality and allows the procedure to be completed as planned is unlikely to cause or contribute to death or serious injury should it recur. As such, philips has re-evaluated this complaint as not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. The system was in clinical use at the time of the reported event and the procedure was completed using the same wired footswitch as the issue was intermittent. A philips remote service engineer (rse) connected with the customer remotely and was notified that the wired foot switch did not work intermittently. Upon reviewing the log files, the rse found no errors. A philips field service engineer (fse) inspected the system on-site and found the wired foot switch was working as intended. However, as a precaution, the fse replaced the wired foot switch. The system was returned to use in good working order and ready for clinical use. The wired foot switch was returned for further analysis. Functional testing was performed, and no failure was observed. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was intermittent, and the procedure could be completed without problems on the same system. An intermittent issue with the wired footswitch that does not affect system functionality and allows the procedure to be completed as planned is unlikely to cause or contribute to death or serious injury should it recur. As such, philips has re-evaluated this complaint as not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the footswitch was not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.